Event description:
While pulling products for case setup, disposable suction/irrigator tube set with tip was noted to be contaminated with multiple black/blue/white specks in bottom of packaging. Went through 3 different packages until one was found without specs. Lot: 25112fg2, 25128fg2, 25098fg2.